Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that "revision surgery for a loose xia blocker-rod was pistoning. Replaced with larger diameter screw and new blocker. Revising surgery that was done (B)(6) 2013."

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the xia blocker disengaged from the xia screw. This event was recognized post-op and required a revision surgery to replace both the screw and blocker. No manufacturing records could be reviewed because no lot # was provided. The most likely cause for this event is improper final tightening of the blocker during surgery. The surgical technique states that the torque wrench must be used to provide 12nm of torque on the blocker in order to properly tighten it. However, we cannot conclusively determine this as the cause, since the product was not returned for further evaluation. Conclusion: the most likely cause for this event is improper final tightening of the blocker during surgery, however, no product has been received for evaluation. Therefore, the exact cause could not be determined and is likely multifactorial.

Event description:
It was reported that "revision surgery for a loose xia blocker-rod was pistoning. Replaced with larger diameter screw and new blocker. Revising surgery that was done (B)(6) 2013."